Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a motor and no delivery alarm on their insulin pump. The patient's blood glucose level was at 120 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will call back about the incident once they are back from vacation. No further information was provided.